Event description:
It was reported by service report that the ground prong was missing on the power cord. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: ground prong missing.